Event description:
It was reported that during a lap. Sigmoid colectomy procedure the rep was pulling cartridges for the procedure and saw two little slits in the packaging of two different cartridges. Two additional cartridges were pulled to be used in the procedure. The case was completed with no patient consequence

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.